Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00525. (B)(4). Approximate age of device: 19 days. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On an unspecified date, the patient''s lactate dehydrogenase level was 532 u/l. A ramp echocardiogram found the aortic valve was opening with every heart beat and there was no change in the left ventricular end diastolic diameter, even when the pump speed was ramped up to 12,000 rpms. It was reported that the pump was explanted on (B)(6) 2016 due to device thrombosis. A replacement pump was not implanted. No additional information was provided.

Manufacturer narrative:
Although a deposition was observed during the evaluation of the returned device, a correlation to the reported event could not be determined. Examination of the pump blood-contacting surfaces noted a very small, tissue-like deposition situated in between the outlet bearing and one of the stator blades. The deposition showed no lamination or denaturing and was not adhered to any of the pump surfaces, indicating that it did not form in the outlet stator. Examination of the pump rotor and outlet bearing cup found no contact marks, indicating that the deposition was not likely present while the pump was operating. The deposition also did not appear large enough to obstruct flow and could not be correlated to the reported flow issues. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.